Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported staff was attempting to program a hydromorphone pca (250mg/50ml) with a pca dose of 1mg, basal dose of 0.7mg/hr with a one hour limit of 5.7mg, 12 minute lock out. The clinician loaded a bd 50ml ref. 309653 syringe, however the pca would not populate a 50ml option. It was reading the syringe as a 30ml syringe. Guardrails would only show the 30mg/30ml option. Pump was turned off. There was patient involvement however no patient harm.

Event description:
It was reported staff was attempting to program a hydromorphone pca (250mg/50ml) with a pca dose of 1mg, basal dose of 0.7mg/hr with a one hour limit of 5.7mg, 12 minute lock out. The clinician loaded a bd 50ml ref. (B)(4) syringe, however the pca would not populate a 50ml option. It was reading the syringe as a 30ml syringe. Guardrails would only show the 30mg/30ml option. Pump was turned off. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of the device not recognizing a becton dickinson (bd) 50ml syringe was not confirmed through a review of the device logs and was not replicated during laboratory testing. ¿ after being powered on, the ¿as received¿ patient controlled analgesia (pca) module alarmed for calibration required. After calibration was performed, asm preventive maintenance was run, and results showed the pca passing all tests. ¿ syringe detection verified the suspect pca module successfully detecting a bd 50ml and 30ml syringe. ¿ review of the point of care unit (pcu) event log confirmed that on 15jul2024 at 11:16 pm, a bd 50ml syringe, with a syringe volume of 49.3303ml was selected. A pca dose only infusion of hydromorphone (drug ID: 237) was programmed: 30mg in 30ml, pca dose only, dose: 1mg, lockout interval: 12 min, calculated rate: 150ml/h with a volume to be infused (vtbi) of 1ml. Total primary volume infused (pvi) was calculated as 11ml. ¿ between 15jul2024 at 11:21 pm and 16jul2024 at 12:58 pm, eleven (11) pca dose requests were successfully delivered. ¿ at 1:09 pm, the user channeled off the unit. Pvi was recorded as 2ml. ¿ total amount of hydromorphone medication infused was calculated by dchu to be 11ml. ¿ laboratory test results performed on the suspect pca module confirmed the device to be within specification and operating as intended. ¿ internal and external inspection of the pca module found no irregularities. ¿ inspection and testing of the incident bd 50ml syringe could not be performed since it was not returned for investigation. ¿ the syringe loading tip sheet states that if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: ¿ suspect pca module s/n: 14065495 (w/o: 0150932) device opened for investigation. Please re-torque all screws. Incidental finding: the rear case observed a crack on the bottom left side. Please replace rear case. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. ¿ concomitant pump module s/n: 14080770 w/o: 0150933) the device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files 0150932 for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the report of the device not recognizing a bd 50ml syringe was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found to be attributing to the reported incident. Note that this report lists imdrf annex (B)(6), g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.